Event description:
The facility representative contacted baxter to report an infusor that had a plunger not moving. There was a nondelivery that occurred. The event occurred during programming/set-up in anesthesia. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed, but not duplicated. The assignable cause was a damaged pusher block. The pusher block has been replaced. Additional: a service history review revealed that this device was not previously serviced prior to this event. A device history review has been performed and no exceptions were noted during the manufacture of this product. The sample receipt date was inadvertently omitted from the initial medwatch and has been provided.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.